Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right atrial (ra) lead exhibited oversensing and noise with arm movement. The lead was programmed off and a leadless implantable pulse generator (ipg) was implanted.

Manufacturer narrative:
Concomitant medical products: product ID: addr01 ipg, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high and undefined impedance, loss of capture and a confirmed fracture. The ra lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.